Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 550mg/dl. Customer current blood glucose level was 240mg/dl. Customer had symptoms like nausea. Customer treated with bolus .troubleshooting was performed. Customer reports insulin exited at the quick release. The product will not returned for analysis.